Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check, the right ventricular (rv) lead exhibited noise and previous polarity switch occurred (B)(6) 2015. Isometric movement troubleshooting was performed and confirmed no issues. The rv lead remained in use and patient monitored. During follow up check (B)(6) 2017 the rv lead exhibited high impedance, no sensing in unipolar mode was observed, and as a result lead polarity was re-programmed. The rv lead remains in use. No patient complications have been reported as a result of this event.